Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2018 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-2408-56, serial number: (B)(4), batch/lot number: 20829550, model/catalog description: avista MRI perc lead kit 56 cm.

Event description:
A report was received that the patients leads were migrating up to the neck. The patient underwent an explant procedure.